Manufacturer narrative:
The user experienced hyperglycemia resulting in dka and hospitalization while using the ilet. This situation can result in acute metabolic decompensation requiring inpatient treatment and is consistent with the reported IV insulin therapy. Engineering log review indicated the ilet was functioning as intended, with insulin delivery requests and alerts generated appropriately and no device malfunction identified. Device data confirmed persistent hyperglycemia on the reported event date despite insulin delivery, which is consistent with a failure along the fluid pathway such as an infusion set issue. The user reported prolonged hyperglycemia with no supply change performed despite high glucose alerts, which likely contributed to the event. Based on available information, the event was attributed to infusion site or fluid pathway failure combined with delayed corrective action, and no ilet malfunction was identified. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On 18-jul-2025 it was reported that on (B)(6) 2025 the user experienced hyperglycemia resulting in diabetic ketoacidosis (dka) and hospitalization. The user was treated with IV insulin and discharged the following day. The user recovered and resumed ilet therapy.